Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
Drill bit broke during surgery.